Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed unexplained power on reset events. The returned battery cap was undamaged and fit to the pump. Evidence of moisture corrosion was found in the battery canister, and on the battery cap. A leak was found in the battery compartment. The battery cap was fastened and unscrewed a half turn, leading to a reboot of the pump. The battery cap was fastened and the pump was successfully run for 24 hours with no further power interruptions. The pump cover was removed to find no further moisture or intermittent conditions. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side. Additionally, the display was dim and reddish.